Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during injection leakage occurred at connection site with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that the syringe leaked between the needle hub and syringe during injection.

Manufacturer narrative:
H.6. Investigation: no photos or samples were received for evaluation. Since no samples displaying the reported condition were received a potential root cause could not be defined and no corrective actions are necessary at this time. DHR was performed. All visual inspections were performed as per requirement with no quality notifications related to the complaint defect.

Event description:
It was reported that during injection leakage occurred at connection site with a bd integra¿ 3 ml syringe with detachable needle. The following information was provided by the initial reporter: it was reported that the syringe leaked between the needle hub and syringe during injection.